Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when telemetry was performed and confirmation was made that output of adaptive stimulation was all 0.0 milliamperes (ma). The date and time was also greatly misaligned. The patient's pain recurred. Device settings were 4 ma amplitude, 220 microseconds pulse width, impedance between 680 and 1000 ohms, 100 hertz rate, bipolar stimulation with anodes on electrodes 12 and 15 and electrodes 13 and 14 for the settings, and daily usage of 24 hours. It was noted that telemetry and x-rays were available. There were no environmental/external/patient factors that may have led or contributed to the issue in particular. Output was reprogrammed, date and time was reprogrammed, and the issue was resolved. No surgical intervention occurred or was planned. It was noted that the patient was primarily/originally implanted for intractable chronic pain. The physician's observation about severity was not severe, and their observation about causality was the product, specifically software problems. The patient was alive with injury. A session report and application logs were provided.